Event description:
It was reported, the patient is experiencing discomfort at the ipg site ue to the ipg being superficial to the skin and angled such that the ipg header is sticking out. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.